Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Following information was requested but unavailable: does the surgeon believe the issue experienced with the small bowel is associated with x1 device? If so, how? How was it treated? Between what two structures was the fistula located? Were there any difficulties with the device intra-operatively? Were there any alert screens displayed on the generator?

Event description:
It was reported that the surgeon tried x1 device and the patient had small bowel inflammation. No other details were provided.

Manufacturer narrative:
(B)(4). Additional information obtained: does the surgeon believe the issue experience with the small bowel is associated with x1 device? If so, how? Dr. Said there is no way to know for sure. How was it treated? Bowel rest and antibiotics. Were there any difficulties with the device intraoperatively? No. Were there any alert screens displayed on the generator? No.